Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after initial implant, the patient developed an increase in thresholds on the right atrial (ra) lead and pericardial effusion with intermittent chest discomfort. Medication was initially given to treat the chest pain and effusion. Despite the medication treatments, the patient required ra lead revision, which resolved the effusion/symptoms and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.